Event description:
A patient sustained an incidental avulsion injury to her left main pulmonary artery requiring an open thoracotomy and massive transfusion while undergoing a robot-assisted left upper lobectomy for non-small cell carcinoma confirmed by biopsy. During the robotic assisted lobectomy while dissecting the last branch of the pulmonary artery, a da vinci vascular stapler (used previously in this procedure) "had a malfunction in which staples were not discharged resulting in a large pulmonary artery tear injury."